Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 141 hours of extended test's at the customer¿s settings. The ventilator also passed the initial alarm volume test, however, it failed the initial final test for non-conformance with port-to-port leak test. A review of the event trace log indicates that the reported event, hardware fault 28, was last logged on (B)(6) 2017. Vyaire medical replaced the flow sensor as a precaution.

Event description:
It was reported to vyaire medical that the unit was alarming "hw fault 28" and "low peak pressure" while in use on a patient. The patient was removed from the ventilator and manually ventilated without any issues.